Event description:
A us distributor reported that a monitor was displaying a service code.

Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor was unable to fire a pulse test and displayed a service code 102 (charge profile fault). The failure was isolated to contamination on multiple components of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.